Event description:
It was reported that the user experienced persistent hyperglycemia while using an inset 23" 6 mm infusion set with the ilet, including rapid insulin use without visible leakage or device alerts other than high glucose notifications; a tubing flow test confirmed drops, and subsequent supply changes revealed a bent cannula, after which glucose levels normalized. Symptoms included elevated blood glucose up to 281 mg/dl without loss of consciousness, dka, or other acute effects. Outcomes included the need for troubleshooting guidance and temporary use of backup therapy, with no medical intervention or hospitalization. Investigation included guided flow testing, supply change, and user education. Investigation of this case revealed hyperglycemia associated with infusion set performance, with a bent cannula identified after replacement and no device alarms indicating a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.